Event description:
It was reported that during a unk procedure, the jaw would not to open. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information provided: on what tissue type was the device used? At what location on the tissue?---the procedure was lap lar. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ---1st. During which stroke did the event occur? ---before 1st. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---the device was not used before and after this event. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---the device was not used. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the jaw did not open after the device was inserted into the patient through a trocar before the 1st firing. The device was not fired at all. The device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.